Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, upon performing a pump jam test, the unit reset itself and "service pump" error was logged into the aux tab on the central control monitor (ccm). This happened multiple times while trying to confirm the condition. There was no patient involvement.